Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Use error should be considered as the patient used long acting insulin in addition to the pump.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the following: the patient, new to the pump, had continued using long acting insulin in addition to using the pump. Patient experienced hypoglycemia (blood glucose less than 40mg/dl; was incoherent/unresponsive, and was hospitalized as a result. Treatment included IV glucose, food and drink. The patient was re-educated on pump use and continues therapy on the same pump. There was no indication of pump malfunction. This complaining is being reported as the patient experienced hypoglycemia related to use error.